Manufacturer narrative:
Device evaluation data: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry. Visual inspection found optic deformed and haptic deformed and stretched out. Dimensional inspection found the lens within specifications. Claim# (B)(4).

Manufacturer narrative:
A4-a6: unk h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was repositioned but this did not resolved the problem. In a separate visit the lens was exchanged for a replacement lens of the same length. The problem was resolved. Cause of the event was reported as unknown.